Event description:
The customer reported that the unit had a "shock equipment malfunction" error that would not clear with opcheck.

Manufacturer narrative:
The customer reported that the unit had a "shock equipment malfunction" error that would not clear with opcheck. The unit was evaluated at philips, and the malfunction was verified. Replacing the power pca resolved this failure.